Event description:
It was reported that during a vertebrectomy procedure, the clips did not secure to the vessel. No clips fell into the patient. It is unknown as to what shape of the clips. Another device was used and the same thing happened. A third device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.